Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. 26mm commander ds received partially inserted through 14f esheath+. Full loader cap assembly over flex shaft. Balloon leak at crimp balloon area. Imagery was provided from the site and revealed the following: leak noted through a pin hole on crimping balloon area. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported ''as per pre-decontamination evaluation, it was observed a balloon leak on delivery system''. Per evaluation of the returned device, a pinhole was observed at the crimp balloon area. It should be noted that in this case, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing. Per provided information, it was indicated that ''femoral vessels were severely tortuous''. It is possible that due to the tortuosity being present, manipulation was applied on the delivery system to overcome the encountered resistance during its insertion through the sheath, which may have contributed to the crimped thv negatively interacting with the crimp balloon and ultimately resulting in the observed pinhole. As such, available information suggests that patient (tortuosity) and/or procedural factors (crimped valve interaction with balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07082. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Femoral vessels were severely tortuous with little calcium and large diameter, but extremely inelastic due to history of colon cancer and rectal cancer including radiation therapy. During procedure, the 14f esheath was easily inserted however, it was not possible to advance the delivery system with the valve through esheath. The system was recovered but the esheath liner was perforated by the valve. A second 16f esheath+ was used and a percutaneous transluminal angioplasty (pta) was performed. The procedure was performed without complication. As per medical opinion, the root cause of this event was that femoral vessels were severely tortuous. As per pre-decontamination evaluation, it was observed a balloon leak on delivery system.